Event description:
The patient&#39;s mother reported and wanted to know whether some of the patient&#39;s gastric issues were related to the vns. She stated that the patient had horrible acid reflux and was throwing up black vomit with every 3 out of 4 seizures leading to a fundoplication in (B)(6) 2019. When follow-up with the neurologist was conducted, they weren&#39;t aware of these issues at the time of the call. No further relevant information has been received to date.